Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the needle of the device broke and fell into patient's cavity. The surgeon was able to locate the needle part and remove all pieces from the patient. They opened another suture to complete the case. There was no patient injury.